Event description:
The customer reported to olympus that there was an angulation malfunction while using the evis lucera gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and a foreign object came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear in the angle wire; the bending angle up the up direction did not meet the standard value and the play of the up/down knob was out of the standard value. In addition to foreign objects found in the nozzle, the adhesive on the bending section cover had a chip and had a crack, the water removal ability did not meet the standard value due to clogging of the nozzle, the scope connector was dirty, and the electrical connector was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that the nozzle was not deformed and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.